Event description:
This article was a retrospective review of all patients who underwent endovascular revascularization of a thromboembolic superior mesenteric artery (sma) occlusion at our tertiary care center between may 2011 and january 2022 was performed. In eleven patients, a starclose device was used to close the access site. In three cases, the sheath was left in place for further medical treatment. In one case, manual compression and pressure dressing were required to achieve hemostasis due to failure of the closure device. It was noted that eight deaths occurred; however, none were related to the use of the starclose device. Additional details are listed in the article, titled "safety, efficacy and outcome of rotational thrombectomy assisted endovascular revascularisation of the superior mesenteric artery in acute thromboembolic mesenteric ischaemia."

Manufacturer narrative:
A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "safety, efficacy and outcome of rotational thrombectomy assisted endovascular revascularisation of the superior mesenteric artery in acute thromboembolic mesenteric ischaemia".